Manufacturer narrative:
B3: unknown; no information has been provided to date. D4 - serial: potential # (B)(6). H3: one device was received for analysis. The service history review identified there was no indication that the complaint was related to a service of the device in the past 12 months. Visual and functional testing was done. The customer concern was confirmed, and the screen was replaced, however, a during further investigation a detached downstream occlusion (dso) seal was identified. The dso seal was replaced. A performance verification test (pvt) were performed, and the device passed all testing criteria.

Event description:
The customer returned the device for screen does not work, during device evaluation, a detached downstream occlusion (dso) seal was found. There was no patient involvement.